Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: b5, d8, d10, g6, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the definitive root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had error e229 message appeared. The issue was found during a setting up / inspection the device before use. There were no reports of patient harm.